Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 200, 184 and 168 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 244 mg/dl using truemetrix air meter and 232 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2016. Customer stated the result of 373 mg/dl in the meter memory was obtained by using a control solution belonging to a different brand of meter. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all of the readings in the memory except the 373. The 373 reading was obtained by using a control solution for another meter.